Event description:
Found during evaluation at bd service facility: there are black lines in the probe image.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The failure was found during evaluation in the bd service facility. Additional evaluation required to determine the cause. A supplemental will be submitted with evaluation results.

Event description:
Found during evaluation at bd service facility: there are black lines in the probe image.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of poor image quality was confirmed. There are black lines in the probe image. The root cause is due to an internal failure.